Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the cartridge and resuming insulin delivery, with no need for additional assistance.